Event description:
Consultant believes pump pressures were higher than the set pressure. It was reading low values however, the shoulder swelled seriously; he also suffered with a large amount of spray from the portals confirming to him the pressures were too high. He first had it set to 50 (his normal pressure setting) by the end of the case, he had it set on 20cmh2o, but was still having problems of high pressure, although the readings were normal. He is extremely concerned the device is not reading the pressure accurately. He also had difficulty finishing the procedure, due to swelling.

Manufacturer narrative:
Transducer p2 of unit failed system test. Replaced p2 and unit passed system test.